Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Although the details and timeline are unknown, the patient reportedly transitioned to incenter hemodialysis (hd) following discharge. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., causality, offending organism, discharge summary, hospital records, medication records) have thus far proven unsuccessful.